Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with deformity at t9-l4 and underwent unspecified procedure at t9-l4. During the surgery, the tip broke off when the doctor was using the feeler to check for breaches in the pedicle and this was noticed when he pulled it out. The tip of the feeler was removed from the vertebral body. No fragment of the broken instrument remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual examination found that the probe bent in multiple locations near the end, the tip has broken ~5mm from the end. Microscopic examination of fracture revealed a quasi-brittle fracture surface with no visible indications of fatigue. The bent tip, nature and location of fracture the surface suggests failure due to bend stress overload. If information is provided in the future, a supplemental report will be issued.